Manufacturer narrative:
Updated fields: d10, g4, g7, h2, h33, h6, h10. Unique device identifier (UDI): (B)(4). The returned 00mlx light source was in used condition with the lamp and power supply failing hard start testing. Evaluation identified that the lamp failed hard start testing, indicating intermittent power failure. Failing power supply was additionally identified. The issue of burning smell was not duplicated. The reported complaint was not confirmed. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A customer reported that the 00mlx mlx 300w xenon lightsource had a burning smell and the power switch just blinks. There was no known patient contact or surgery delay.